Manufacturer narrative:
The device was not returned back to the manufacturer for the evaluation. There is no previous sheath came apart complaint received for the same lot number (713416). No systemic failure for the same lot has been found. The description of the event from the health care professional states the patient condition as heavily / severe calcified iliacs, lot of scar tissue in the common femoral and moderate vessel tortuosity. The production record (DHR) was checked. There was found no abnormalities for the produced lot related to the complaint case in the DHR review. The further investigation was not possible as the reported device was not returned for evaluation. Therefore, the true root cause(s) could not be determined. The review of DHR did not reveal manufacturing related failure. Based on the available information there is also no indication that the event was caused by a design related failure.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complained device will not be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of root cause investigation.

Event description:
Heavily calcified iliacs. (B)(6) advanced the fortress 6x90 sheath and was able to complete the intervention of the three target lesions/vessels (right pop, peroneal and pta). Upon completion of the case (B)(6) removed the fortress sheath but the last 10cm broke off inside of the patient in the common femoral artery. (B)(6) advised there was a lot of scar tissue in the common femoral. The patient had to be taken to the hospital for open surgery to remove the 10cm of the fortress sheath that broke off. Surgery was successful and the broken piece of the sheath was removed. Vessel tortuosity: moderate. Calcification of vessel: severe.